Event description:
It was reported the housing is cracked found during sterilization. There was no patient involvement, no delay, no medical intervention, and no adverse consequences. The manufacturing service technician reported that the weld was fractured on the housing while it was being service at the user facility.